Event description:
In 2009, the pt underwent endovascular repair of the descending thoracic aorta. As reported, the pt's descending aorta was tortuous and s-shaped. After unsuccessful attempts to place the device, the physician tried to pull the device back into the introducer sheath. The device was inadvertently deployed in the infrarenal aorta. The pt was converted to open surgery, the device was explanted and the aorta was repaired with a bifurcated surgical graft. The pt is reportedly doing ok.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.